Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 43-44 mg/dl. The cause of the low bg was unknown. The customer consumed carbohydrates to address the low bg. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.